Event description:
It was reported that the monitor handle would not fit sterilizable handle covers anymore and that the o-ring was bad. There was no reported pt involvement nor adverse consequence.

Manufacturer narrative:
This product does not have an expiration date. This device was not returned to the manufacturer, therefore, no eval will be performed. There are, however, similar instances of this nature in which the o-ring on the monitor handles become damaged and the sterilizable covers are no longer able to attach to the inner handles. In each of these cases, the o-rings have not been received by the manufacturer for further eval. Since the investigator has not been able to evaluate the o-ring, no conclusions can be drawn about how the damage was caused. This is not a single use product.